Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned without the manifold/hub for analysis therefore the catheter batch/serial number cannot be identified. The stent detached from the sds and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Stent crimp markings were visible on the exposed balloon walls which is evidence that the stent was crimped onto the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break within the strain relief 21mm from the distal end of the strain relief. Multiple kinks along the hypotube shaft were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The proximal part of the hypotube (including the manifold/hub) was not returned for analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01440. Reportable based on analysis completed on 09feb2017. It was reported that crossing difficulties were encountered. The long diffused stenosed target lesion was located in the highly calcified and tortuous right coronary artery (rca). After a non-bsc wire crossed the lesion, predilation was performed using a non-bsc balloon. A 3.00x38mm (B)(6) ¿ long stent was advanced but failed to cross the lesion. The device was removed and additional dilatation was done. A 3.00x28mm (B)(6) ¿ stent was advanced but failed to pass. The device was exchanged with 2.50x28mm (B)(6) ¿ stent but still failed to pass the lesion. Dilatation was performed at high pressure and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent detachment.